Event description:
Patient presented with pulmonary atresia. On (B)(6) 2013, a 3.5mm gore propaten vascular graft configured for pediatric shunt was placed in the pulmonary artery. On (B)(6) 2013, the shunt occluded. The shunt was declotted and white thrombus was removed. A 4mm central shunt was placed using a gore-tex vascular graft. The 3.5mm propaten graft shunt provided too much flow and was ligated, and explanted on an unknown date. Patient is reported to be doing fine.

Manufacturer narrative:
Results: review of device manufacturing record history confirmed device met pre-release specifications.